Manufacturer narrative:
(B)(4): the device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Type of procedure-l1-l5 fusion with sas screws pre-operative diagnosis-stenosis it was reported that on (B)(6) 2015,intra-op, after the set screws were broken off and it was time to remove the extenders, the surgeon disengaged the tops and had trouble detaching them from the screws. After a little struggle they came off but broke at the tip. The surgeon didn't pull the tops up all the way, even after encouraging him to do so. The tip of the extender broke but no fragments were remained inside the patient. The extenders came in contact with the patient only. No patient complications were reported.

Manufacturer narrative:
Product analysis :visually and optically confirmed the broken off instrument component is cracked and bent outward, consistent with bend stress overload. The above observations are consistent with bend stress overload as the mechanism of failure.